Event description:
Procedure type: vats lung volume reduction procedure. According to the reporter: reload and gun jammed on the third firing. The consultant had fired the gun twice previously during a lung volume reduction (lvr) procedure. The previous two firings had been on diseased tissue and the third was on what you would deem healthier tissue however, he felt resistance. As he fired the purple 60, he had problems advancing the knife blade. He tried to help this manually along however, he couldn't retract the knife blade after the firing all the way back. He therefore had to remove the stapler with the tissue still inside the jaws which, is evident from the sample. To correct the problem a new gun was opened with a black reload used to transect the tissue this time. A further incision had to be made as it was a vats case to obtain the correct angle to navigate the existing staple line and remove the specimen. No adverse effect to the patient. No additional blood loss of more than 500cc, no unanticipated tissue damage, and no delay in surgical time over 30 minutes. Nothing fell into the patient. No reinforcement material. Last known status of the patient was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).